Event description:
The patient reported hospitalization during the first week of (B)(6) 2025 due to elevated blood glucose levels; the specific event date was not provided. According to the patient, blood glucose levels increased to greater than 400 mg/dl after more than 48 hours of pod wear, with readings displayed as ¿high¿ on both the omnipod and dexcom systems. The patient reported feeling unwell and experiencing symptoms including vomiting and dehydration. Despite administering correction bolus doses and replacing the pod, blood glucose levels reportedly did not improve, prompting the patient to seek medical attention. The patient was hospitalized and reported diagnosis of hyperglycemia, diabetic ketoacidosis, and severe dehydration, with blood glucose levels measuring approximately 1600 mg/dl upon admission. Hospital treatment consisted of intravenous fluids and insulin infusion. The patient remained hospitalized for approximately five days and reported resuming omnipod therapy prior to discharge. The specific discharge date was not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.